Event description:
No further information was received in regards to the patient's generator migration. Migration was not noted to be seen during their revision surgery.

Event description:
The patient had full revision surgery (B)(6) 2012. The explanted product is required to be released by pathology before it can be returned for analysis. At this time it has not been returned. A lead break was noted in the operating room.

Event description:
A vns following physician called and reported that they had a patient with high lead impedance. Their vns was disabled. The patient was set to 2.0/30/250/30/1.8 mag 2.25/60/500 and the system diagnostic test performed on (B)(6) resulted in high impedance warning message with a lead impedance of 7751 ohms. The patient is having more seizures not above prevns baseline rate and uses the magnet regularly; however, the patient reports that it does not abort seizures as well as before. Event being related to their high impedance and loss of therapy. It also looked like the implant has migrated significantly and thinks that has something to do with the high lead impedance. It may be related to patient manipulation but cannot confirm that. Patient reports that this started about a month ago. X-rays were taken but will not be sent to the manufacture for review. At this time a decision has not been made as to whether the patient will undergo revision surgery.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a patient death. Type of report corrected data; omitted on initial report, 30 day report.